Manufacturer narrative:
This complaint was determined to be a duplicate of philips reference (pr) (B)(4), which was reported on MDR number 3030677-2024-00917. Reporting is no longer applicable for this record.

Event description:
It was reported to philips that the heartstart mrx monitor/defib exhibited black screens and images. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.